Event description:
The reporter indicated the surgeon inserted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) and it was noted the lens was torn. The lens was removed and there was no patient outcome associated with this event. Another same model lens was implanted. The reporter indicated the lens was damaged during loading.

Manufacturer narrative:
(B)(4)- no known impact or consequence to patient. Torn material. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. (B)(4).